Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. At the 45-day routine follow up, transesophageal echocardiogram (tee) was performed, and a device related thrombus (drt) was found attached to the top and towards the center of the closure device. The patient states they were complaint with their medication regimen. The physicians switched the patient from dual antiplatelet (dapt) medication regimen to eliquis and aspirin in response to the drt. The patient will return in 90 days for re-imaging.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. At the 45-day routine follow up, transesophageal echocardiogram (tee) was performed, and a device related thrombus (drt) was found attached to the top and towards the center of the closure device. The patient states they were complaint with their medication regimen. The physicians switched the patient from dual antiplatelet (dapt) medication regimen to eliquis and aspirin in response to the drt. The patient will return in 90 days for re-imaging.

Manufacturer narrative:
H6: code updated from cmc-no problem detected to known inherent risk of device. Medical media was provided to aid in the investigation and was reviewed by boston scientific quality engineers. The media review concluded: the media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation.